Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information we has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient reports radiating pain and occasional pulling in the groin area. Medical records have not been provided and the mesh remains implanted. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Without additional information, no conclusion can be drawn.

Event description:
The following was reported by the patient: on (B)(6) 2004 - the patient was implanted with bard perfix plug mesh. The patient alleges she has had some form of chronic pain at the surgery site since. The patient described this pain as radiating through her groin, thigh and perineum area at various times. The patient also reported sometimes it feels like something is pulling in that area.